Event description:
Anesthesia needed the video intubation system to gain better viewing to be able to intubate patient, but the video intubation system would not power on. Pt was very unstable during this time. Pt o2 sats dropped to 30% before the machine was finally able to be powered on." Ref# (B)(4).